Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that auto-mode switching episodes due to oversensing on the atrial channel were noted during device interrogation. The patient was in good condition following the event. Device remains implanted.